Manufacturer narrative:
It was reported that surgeon does not consider that this is a product problem and for that reason no further information are able to be obtained.

Event description:
It was reported that patient underwent a revision surgery due to migration. The angle of acetabular cup was also reported not to be in good condition.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached the results of our investigation. (B)(4).